Event description:
The pt was reported: I had a dynesys implant in 2008, and it was successful for about a month. About four months later, I couldn't stand up straight without swaying back and forth. My doctor, used allograft bone and post op recovery was about 12 weeks without a walker or cane. Fortunately, I was able to find a very qualified surgeon to help me with my pain through website. The doctor is listed in your recommendations for complex spine surgery. He told me that when he went in to do the subsequent surgery, that all he did to remove the dynesys was lift the cord which was free from the screw. It appeared that the screw had done some damage to the bone tissue and the screw was actually just floating in the circle which is once fit. My doctor removed the implant completely and implanted a full cage, I believe manufactured by you. He said that it should of been the one of choice from the beginning. My question to you is, my first doctor was not listed on your site as having been trained through your seminars (of course, 20/20 hindsight to check your website out.) But how was he able to obtain your product and specialized tools to perform a surgery that he wasn't properly trained? If he were, I wouldn't of had to and continue to go to physical therapy, aquatics, pain, etc. I sure would appreciate your opinion as to how this could have happened. Does the dynesys have that high of a failure rate? I am just confused and upset and would surely like some answers.